Event description:
Advanced bionics was notified that the recipient underwent a skin flap thinning procedure on (B)(6) 2021 due to retention issues. However, the issue has not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient is reportedly healing well post skin flap thinning procedure. However, the recipient continues to experience retention issues. A further skin flap thinning procedure is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The recipient's revision surgery will be followed under MDR # 3006556115-2022-00617. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.